Event description:
A pt reported experiencing inaccurate high results with their meter. The pt's blood glucose results were 6.1 versus the labs 4.2 mmol/l. Tests were done within 10 minutes with a difference of 1.9 mmol/l. Pt did not experience any adverse events. No further info has been reported.